Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experienced a low blood glucose (bg) level (48 mg/dl). The customer stated that the low bg occurred as not enough food was consumed. The customer drank milk to address the bg level.